Manufacturer narrative:
H4: the device was manufactured from october 21, 2020 - october 22, 2020. H10: the device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample, which suggested leak had occurred. Further inspection revealed the cause of leak inside the bag was due to broken tubing at the junction of the flow restrictor. A portion of the broken tubing remained inside the solvent-bonded area of the flow restrictor. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaking due to a detached flow restrictor. This issue was discovered prior to patient use. The device was filled with cefazolin 6000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.